Event description:
Received report of a leak in the silicone segment just above the clamp. There was no patient harm reported and no medical intervention required. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received for investigation. A follow up report will be submitted once the device has been received and an investigation has been completed.